Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing sensor versus blood glucose issues. The sensor glucose triggered the suspend on low/suspend before low event at 49 mg/dl. Customer's blood glucose level was 450 mg/dl. The difference between sensor glucose versus blood glucose was 401 mg/dl. The difference between sensor glucose versus blood glucose is higher then thirty percentage. Customer did not report symptoms of high blood glucose. Customer was using the insulin pump system within 48 hours of reported event. The customer was using the auto mode/smartguard feature at the time of high blood glucose event. The insulin pump will not be returned for analysis.